Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that the surface of the sion blue guide wire shaft might have been forcibly scraped by a relatively hard and sharp-edged object, causing the ptfe coating to be peeled off. It was concluded that this event was not attributed to the product quality. As the device was not returned, it was unable to completely rule out the potentiality that the ptfe coating might be left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. ~ do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. [Malfunction and adverse effects]. ~ abrasion of the guide wire coating.

Event description:
It was reported that three asahi sion blue guide wires were used for a percutaneous coronary intervention (pci) to treat a moderately calcified and mildly tortuous 75-90% stenosis in the proximal left anterior descending artery (lad). One of the three sion blue guide wires was found with delaminated coating proximal to the y connector. The peeled fragment fell onto the angiography drape. The vessel was revascularized and the procedure was completed. It was informed that there was no adverse patient effect associated with this event and the patient's condition was stable after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Three reported sion blue guide wires were returned for investigation (hereinafter referred to as sion blue (1), sion blue (2), and sion blue (3)). The returned sion blue (1) was found curved for approximately 6mm from the wire tip, likely caused during shaping. The distal segment of the guide wire was found bent with widened coil pitch for approximately 2cm from the wire tip. Intermittent circumferential peeling of the ptfe coating was also observed at approximately 65 to 75cm from the proximal end, while streak-like abrasions were observed on the remaining ptfe coated segments. The returned sion blue (2) was found curved for approximately 2mm from the wire tip, likely caused during shaping. The distal segment of the guide wire was found bent at approximately 4cm from the wire tip. The returned sion blue (3) was found curved likely caused during shaping. The distal segment of the guide wire was found bent at approximately 15cm from the tip. Based on previously reported similar cases, an unused sion blue was inserted into a torque device. The torque device was slightly loosened. The torque device was then slid over the wire surface so that the metal chuck of the torque device would scrape the wire shaft surface. As a result, a similar damage to the ptfe coating was observed that was observed on the returned guide wire. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the above investigation outcome, it was presumed that, the shaft surface of sion blue (1) might have been scraped by a relatively hard and sharp-edged object such as the metal chuck of a torque device. Consequently, the ptfe coating was peeled off. It was concluded that the reported event was not attributed to the product quality. Given the severe damage observed on the ptfe coating, a possibility could not be completely ruled out that some fragments might be left in the patient. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. ~ do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. [Malfunction and adverse effects]: ~ abrasion of the guide wire coating.